Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
While reporting a revision of the patient's left hip, rep reported he was told the patient had had a prior revision 'about 6 weeks ago' due to dislocation of the femoral head from the elevated rim liner. The head and liner were revised to an mdm metal liner, adm/ mdm poly insert, and another femoral head. This is for the revision which took place approximately (B)(6) 2022.